Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Corrections: d, e, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that as per client, since the first foley catheter, it was balloon has been slowly deflating until it blocked the catheter. They deflate what remained in the balloon to 7cc, and after two days, it remained at 4cc. Then the catheter unblocked, they put back 7cc, and everything worked as before. Until it deflated again, and the catheter was blocked once more.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate as it states, to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that as per client, since the first foley catheter, it was balloon has been slowly deflating until it blocked the catheter. They deflate what remained in the balloon to 7cc, and after two days, it remained at 4cc. Then the catheter unblocked, they put back 7cc, and everything worked as before. Until it deflated again, and the catheter was blocked once more.

Event description:
It was reported that as per client, since the first foley catheter, it was balloon has been slowly deflating until it blocked the catheter. They deflate what remained in the balloon to 7cc, and after two days, it remained at 4cc. Then the catheter unblocked, they put back 7cc, and everything worked as before. Until it deflated again, and the catheter was blocked once more.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye.) Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that as per client, since the first foley catheter, it was balloon has been slowly deflating until it blocked the catheter. They deflate what remained in the balloon to 7cc, and after two days, it remained at 4cc. Then the catheter unblocked, they put back 7cc, and everything worked as before. Until it deflated again, and the catheter was blocked once more.